Event description:
During a remote follow-up, episodes of myopotential over-sensing were observed on the right ventricular (rv) lead. Technical support was contacted and recommended reprogramming to resolve the event. Provocative testing was performed and the noise was able to be reproduced. An x-ray was performed and there was perforation observed on the rv lead. No additional intervention has been performed to address the perforation. The patient experienced chest pain and is stable will continue being monitored.